Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-35 lead implanted: (B)(6) 2002.

Event description:
It was reported that the patient lost consciousness and was rushed to the hospital via emergency medical services. The right ventricular lead was found to be not functioning properly and was reprogrammed to unipolar configuration with high outputs until the lead was explanted and replaced. It was further reported that loss of capture, high impedance and a confirmed fracture occurred. No further patient complications have been reported as a result of this event.